Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)

Event description:
It was reported after the pipeline was deployed, a hyperglide balloon was used to open the pipeline. No patient injury reported.